Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2007 to treat her third degree cystocele with slight stress urinary incontinence. In (B)(6) 2009, plaintiff's attorney alleged plaintiff was seen by a physician with complaints of suffering from obstructive urinary symptoms with frequency and urgency. Plaintiff's attorney alleged plaintiff underwent additional operation of cystoscopy, retrograde pyelography, and urethral dilation on (B)(6) 2009 to treat urinary retention, significant ureteral obstruction, mesh erosion into the urethra on the right side, and recurrent cystocele. Plaintiff's attorney alleged plaintiff continued to have difficulty voiding and urinary retention and plaintiff developed a sling erosion into the distal end of her urethra resulting in significant ureteral stenosis. Plaintiff underwent a cystoscopy and urethral dilation on (B)(6) 2010. It is alleged plaintiff continued to have difficulties voiding and urinary retention. Plaintiff's attorney reports plaintiff underwent a cystoscopy and urethral dilation under local anesthetic due to mesh erosion to the distal urethra on (B)(6) 2011. Plaintiff's attorney reports plaintiff underwent additional surgery consisting of cystoscopy, bilateral retrograde pyelography, urethral dilation, and excision of mesh from urethra on (B)(6) 2011. Plaintiff continued to suffer and on or about (B)(6) 2012, it is reported by the plaintiff's attorney that the plaintiff underwent an additional surgery to remove pieces of mesh that had eroded into the urethra. On (B)(6) 2012, it is alleged the plaintiff underwent another surgery in which pieces of eroded mesh were removed from the bladder and urethra, and the entire urethral system had to be surgically reconstructed. Plaintiff's attorney alleged plaintiff suffered and continues to suffer pain, disability, and impairment.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.